Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient was experiencing phrenic nerve stimulation. Physician attempted to insert new lv lead, but the new lead had unacceptable high threshold >10v @ 1.0 ms in all new locations. Physician reverted back to old lv lead, but patient wanted lv lead turned off due to twitching discomfort. Should additional information become available, this file will be updated.